Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose. Blood glucose reading at time of hospitalization was over 600 mg/dl and 483 mg/dl at the time of the call. The customer stated they tested positive for ketones, nausea, difficulty breathing when walking, and feeling tired. The customer was hospitalized for two days starting on (B)(6) 2020 to (B)(6) 2020. The user alleged the insulin pump was under delivering insulin due to their hospitalization. Following troubleshooting, it was indicated that the pump was functioning normally. Troubleshooting for the customer¿s high blood glucose was declined. Customer reports that the pump was exposed to x-rays/cat scan prior to the hospitalization. The customer also reported multiple calibrations and multiple insulin flow block alarms prior to hospitalization. Customer reports insulin pump system has not been in use within 48 hours of reported high bg/hospitalization event. Auto mode was not active at the time of the event. The customer¿s blood glucose at the time of the call was 483 mg/dl and was treated with insulin pump and manual injections. The insulin pump will be returned for analysis.